Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Nothing had been done at the time of the event to address the bg. Reportedly, the customer contacted their healthcare provider to obtain alternate insulin therapy.